Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately nine weeks after undergoing a rotator cuff repair with the footprint ultra suture anchor 4.5mm the patient presented with a low grade fever and pain / swelling around the surgical site. It was reported that on (B)(6) 2016 surgeon removed all three anchors from the patient. No replacement implants were used and bone voids were left. Two other anchors were also involved with this alleged event.